Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and reset was completed with assistance from technical support.